Event description:
It was reported that during the implant attempt, guidewire would not advance in the lead. Lead was not used and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.